Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) alert was triggered on (B)(6) 2016. Daily battery trend data shows gradual rise of battery impedance. Premature rrt alert was without corresponding battery depletion.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.